Event description:
It was reported that a lead integrity alert was triggered for the right ventricular lead due to oversensing. The impedance was noted to be normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. (B)(4).